Event description:
It was reported that the procedure was to treat a de novo, mildly calcified, mildly tortuous mid-right coronary artery lesion with 50% stenosis. A 3.5x38 mm xience skypoint drug-eluding stent (des) was advanced to the target lesion. However, a scraping/grinding sound was heard. The stent was removed and inspected, but no damage was noted. The stent was advanced to the target lesion again. During inflation at 6 atm, only the distal portion of the balloon inflated due to a crack in the shaft. Therefore, the stent was partially deployed, and the balloon was unable to be deflated. The delivery system was slowly removed and the stent moved back to the proximal section of the lesion. The delivery system was removed, but the stent remained in the anatomy and had shortened to 30 mm. A 4 mm balloon dilation catheter was used to fully deploy the stent. The stent was deployed in part of the lesion site and a healthy segment, and the stent struts appeared to be overlapped in two layers. A new 4x23 mm xience des was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - re-insertion.